Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Aortic dissection may occur when attempts are made to transverse the iliac arteries, abdominal aorta and descending aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the access vessels and abdominal aorta, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the aorta. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (female gender, advanced age ¿ 91 years, small body weight, unfolded/horizontal aorta, porcelain aorta, access vessel tortuosity, vessel calcification) likely contributed to the aortic wall hematoma and subsequent placement of a graft stent. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in japan, during a transfemoral tavr procedure a 14 fr esheath was inserted via the right femoral artery by percutaneous access. During the procedure, esheath started gradually coming out of the artery. Before crossing with the guidewire, there was a resistance noted when the esheath was pushed back in. A 23mm sapien 3 valve was positioned and deployed in a final 80:20 aortic/ventricular (a/v) position with trivial paravalvular leakage (pvl) noted. The procedure was then completed. After the patient left the operating room and awoke, they experienced a pain in abdominal area. CT indicated a hematoma in the abdominal aorta. It was suspected that a dissection or rupture may have occurred. Although the patient¿s vital signs were stable, the decision was made to implant a stent graft as an additional treatment. Per medical opinion, it would have been better if as all of the devices, had been pulled out and a dilator inserted when the sheath was pushed/reinserted. The native annular area measured 349.0mm2 by CT. The access vessel minimum luminal diameter (mld) measured 6.7mm with moderate to severe calcification and mild to moderate tortuosity reported. The delivery system and sheath were discarded following the procedure. The valve remains implanted in the patient.